Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home patient (hp) needs to manually drain and end therapy. Hp feels nauseated and has difficulty breathing, suggesting possible overfill. Tsr assisted hp to manually drain, and then end therapy. The total volume of fluid drained during manual drain was 4331 ml. Dialysis was continued via manual exchanges. No further dialysis was done using the cycler for the night. The hp's program parameters are: fv=3000ml, lfv=2500ml (7.5 dextrose), initial drain alarm set point: 1400ml, and minimum drain volume percentage was unknown. No manual/day exchanges were completed prior to therapy. The tsr recommended the hp follow-up with the rn for any potential therapy changes. No alarms were bypassed during therapy. Proper bypass procedure was reviewed with the hp. After speaking with the rn, she was aware of the event and the cause of the reported overfill was the initial drain alarm set too low at 1400ml. The rn, after speaking with the hp, thinks that the hp ended up draining just enough fluid that the initial drain alarm did not alarm and moved into the fill cycle with approximately 1000mls left in the hp from the previous nights last fill of 2500ml. The hp then started fill 1 with 3000ml, then drained 3000ml in drain 1 and filled again in fill 2 with the 3000ml and started to fell nauseated with shortness of breath. The rn adjusted the initial drain alarm from 1400ml to 2100ml and since that change the hp has had no further problems with therapy.

Manufacturer narrative:
The device was requested for evaluation, however, the home patient was not interested in an evaluation or swap of the device.